Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After performing plain old balloon angioplasty (poba), the physician attempted to cross the 3.00x32mm promus element plus stent but failed. The device was removed from the patient. Upon inspection, it was noted that the stent was flared. The procedure was completed with a non-bsc stent. No patient complications was reported and the patient status was good.

Manufacturer narrative:
A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. It was also noted that the stent was damaged at the distal end. Struts on the two most distal rows were raised and folded distally. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After performing plain old balloon angioplasty (poba), the physician attempted to cross the 3.00x32mm promus element plus stent but failed. The device was removed from the patient. Upon inspection, it was noted that the stent was flared. The procedure was completed with a non-bsc stent. No patient complications was reported and the patient status was good.